Event description:
This case was initially received via (B)(6) ((B)(4)) on 20-sep-2017. The most recent information was received on 28-sep-2017. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("device removal") and basedow's disease ("basedow's disease") in a (B)(6) female patient who had essure (batch no. 697771) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced basedow's disease (seriousness criterion medically significant) and paraesthesia ("lower limb paresthesia"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and basedow's disease outcome was unknown and the paraesthesia had resolved. The reporter provided no causality assessment for basedow's disease, medical device removal and paraesthesia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29-sep-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 736 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-sep-2017: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4). On 20-sep-2017. The most recent information was received on 10-nov-2017. This spontaneous case was reported by an other health professional and describes the occurrence of dyspareunia ("dyspareunia"), basedow's disease ("basedow¿s disease") and paraesthesia ("lower limb paresthesia") in a 54-year-old female patient who had essure (batch no. 697771) inserted. The patient's past medical history included breast cancer in 2009 and migraine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced basedow's disease (seriousness criterion medically significant) and paraesthesia (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral adnexectomy via celioscopy), surgery (total hysterectomy and bilateral adnexectomy via celioscopy) and surgery (total hysterectomy and bilateral adnexectomy via celioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia and paraesthesia had resolved and the basedow's disease outcome was unknown. The reporter provided no causality assessment for basedow's disease, dyspareunia and paraesthesia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: dyspareunia. The analysis in the global safety database revealed 85 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-nov-2017: essure removal questionnaire was received. Essure was removed on patient's request due to dyspareunia, lower limb paresthesia and basedow¿s disease. Removal method: non-conservative total hysterectomy and bilateral adnexectomy via celioscopy were performed. The patient completely recovered one month after the removal. Event device removal was considered as treatment of new event dyspareunia. Medical history added and outcome updated. No further information is expected. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.